Manufacturer narrative:
Philips service replaced the tube (mrc 200 0508 rot-gs 1003) and calibrated the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray tube defect identified and replaced on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.